Event description:
It was reported that the user experienced high blood glucose after multiple meals were not announced on the ilet, followed by meal announcements without associated food intake as a treatment attempt, and troubleshooting was declined by the caller. Symptoms included hyperglycemia peaking at 419 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of information provided by the third party. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement and subsequent attempts to use meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.